Event description:
It was reported that the patient had no stimulation sensation. It was noted that ¿it ain¿t stimulating.¿ it was noted that this started yesterday. It was noted that there was no known accident or incident related to the complaint. It was noted that the patient was currently on program 1 at 3.0 volts and the implantable neurostimulator (ins) was on. It was noted that the patient did not appear to have access to another group only another program. It was noted that this morning the patient had increased the implantable neurostimulator (ins) to 7.0 volts and the patient still did not feel anything. It was noted that the patient toggled to program 2 at 0 volts and then increased program 2 to 4.7 volts but did not feel any stimulation. It was noted that the patient would call the health care professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).